Event description:
A 6-french sheath was initially inserted in the right common femoral artery. This later was upsized to a 7-french sheath and then a 7-french terumo 45 cm destination sheath. We used a miracle pro wire and 018 trailblazer to get through the splenic artery and then switched this out for a v18 wire to try to attempt to deliver a viabahn stent. We were unable to deliver the viabahn stent over the v18 wire because of heavy tortuosity. Multiple attempts were performed. We discontinued the guide. We were still unable to deliver the 6 x 50 mm viabahn endoprosthesis, which is a lower profile 018-inch system, but this was unable to be delivered there. We then decided to try the traditional viabahn 035. We changed the 018 system out for an 035 system and then used an 035 advantage wire and we had good support in this wire. We again tried to deliver the viabahn stent, but was unable to deliver this viabahn stent due to heavy tortuosity. We then pulled this out and I thought maybe an atrium stent would be better delivered and so then we tried to deliver an atrium stent into this area, but were unable to deliver the atrium stent. After we pulled back, we noted that the atrium stent had come off of the balloon. Therefore, we used a 7 x 40 mm balloon and a 7 x 20 boston balloon to tack this atrium stent up that had come off of the wire. We saved this stent shaft to report this issue.